Event description:
A patient had essure inserted. She was seen in the hospital 3 months after essure fitting for abdominal pain. Essure had perforated uterine tube and was in omentum. Device was withdrawn by coelioscopy. The outcome was unknown. The reporter did not provide further information despite several follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 12-sep-2014: final assessment: the case is reopened to add ae and update assessment statement only. No new additional information for investigation. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. Micro-insert found to be stretched and deployed as received. No breakage was observed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse event is a known possible undesirable event and not indicative of a quality defect per se. One further ae case report has been received to date in relation to batch no. A69943, but this case does not refer to a similar adverse type of event. No batch signal could be identified. The review of the manufacturing and release documentation of the concerned batch did not give any reason to suspect a quality deficit. The provided complaint sample (micro-insert) was found detached and deployed as received, during the technical investigation the final rollback was completed without issues. The technical assessment could not confirm any quality defect or device malfunction at this time and concluded "unconfirmed quality defect." In summary, there is no suspicion of a quality defect based on this report. (B)(4). The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. Bayer is closely monitoring the benefit-risk profile of essure, this includes consideration of the legacy cases in safety analyses. The cumulative review of the re-coded legacy reports has not yielded any new safety signal. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced essure perforated uterine tube and was in omentum. This event was considered as serious due to medical significance; it is listed on the reference safety information for essure and was regarded as incident, since required intervention. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, 3 months after essure insertion, the consumer experienced abdominal pain, went to hospital and it was discovered that essure had perforated the uterine tube and was in omentum. Then, the device was withdrawn by coelioscopy. Although no information was provided regarding the exact date and mechanism of this event, given its nature it was considered as causally related to essure. According to product technical complaint investigation results, the review of the manufacturing and release documentation of the concerned batch did not give any reason to suspect a quality deficit. The provided complaint sample (micro-insert) was found detached and deployed as received, during the technical investigation the final rollback was completed without issues. The technical assessment could not confirm any quality defect or device malfunction at this time and concluded "unconfirmed quality defect". In summary, there is no suspicion of a quality defect based on this report. No further information is expected.